Event description:
According to the patient's mother, the package contained 4 tubes with 3 funnel ends. The tubes were cut off and they aren't the lengths they are supposed to be.

Manufacturer narrative:
Examination and testing of the product returned confirmed the observations of cut-off tip on the catheter. More than one catheter was placed inside the pouch at the time of packaging. Based on the information received, examination of the product prior to use revealed the anomalies and no serious injury, medical or surgical intervention was reported. Review of the overall complaint history for this product shows that occurrences of this nature are rare. Qa has reviewed the process with final packaging to minimize the potential for reoccurrence.